Event description:
It was reported that the night after this cardiac resynchronization therapy defibrillator (crt-d) system implant the patient ended up needing a chest tube, and it was noted that there was no capture on the left ventricular (lv) lead. The implanting physician was currently in a case with a different patient, so the brady pacing mode was turned off in the meantime. It was thought that a lead revision had since been performed. However, no further details regarding the issue or resolution was known. The lead remains in-service. No additional adverse patient effects were reported.